Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer during hemodialysis therapy, and occurred about an hour and a half into therapy. The crit-line blood chamber was tightened by the nurse and therapy resumed. The patient was able to complete treatment on the machine. Estimated patient blood loss was less than 100 mls. The patient had no adverse effects and no medical intervention was required. The sample has been discarded. The facility was unable to provide patient information.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.